Event description:
It was reported that during an iliac stenting procedure, a balloon detachment occurred. The physician placed a 2.0mm x 7mm wall stent in the iliac vein and successfully post-dilated the stent with the xxl balloon dilation catheter, however, the xxl balloon detached inside the patient. The physician initially attempted to snare the balloon, and then discontinued the effort in concern that if the balloon ruptured or became punctured, the balloon debris may cause an embolus "upstream". Three days post procedure the patient underwent surgery to remove the detached balloon. It was noted that the patient was "doing well" post surgery.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.